Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-mar-2020, UDI#: (B)(4) h3. Analysis found micro usb port is loose and rattler and failed battery charging bench test. Tm90 micro usb port/hub is visually damaged (hub bracket broken burnt l3) and tm90 battery is electrically defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. The patient reported that their communicator quit working. The patient that stated the orange light was on the communicator, but the blue light never came on. The patient mentioned they charged it on both of their charging cords, but both the blue and orange lights were no longer powering on. The patient confirmed they had not had a bolus since friday night. A replacement communicator was requested from the repair department because the communicator was not taking a charge and now not powering on. No patient harm reported.